Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. Nothing was explanted.